Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported thrombus on the closure device occurred. The patient underwent a left atrial appendage (laa) closure procedure. A watchman ® laa closure device was implanted successfully. The patient came for a 45 day follow up and it was noticed that there was thrombus on the closure device. The patient was admitted to the hospital and administered heparin. The patient was discharged to home. No further patient complications were reported.